Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct implant date: based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, there is no indication of an adverse event or medical/surgical intervention associated to the ventralight st mesh. Updated fields: a2, a4, b4, b5, b6, b7, d4, g3, g6, h2, h6, h10, h11. Corrected fields: d.6a (implant date). This supplemental emdr represents the ventralight st mesh (device #6). An additional emdr was submitted to represent the bard soft mesh (device #1), additional supplemental emdr's were submitted to represent the ventralight st meshes (device #2 & device #3), ventrio st (device #4, device #5 & device #7) and an additional emdr was submitted to represent the xenmatrix (device #8). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh on (B)(6) 2010, bard/davol ventralight st (x2) on (B)(6) 2012, ventrio st (x2) on (B)(6) 2012, ventralight st and ventrio st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all ventralight st and ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incarcerated abdominal wall hernia thereby underwent open repair with the implant of bard soft mesh (device #1). Per operative notes, ¿a defect was identified. The bowel that was adherent to it was freed sharply and there was no evidence of any ischemic bowel. An onlay bard soft mesh (device #1) was sutured in place.¿ (B)(6) 2012 - patient was diagnosed with incarcerated ventral hernia, pain and possible partial small-bowel obstruction thereby underwent open repair with implant of two ventralight st meshes (device #2 & #3). Per operative notes, ¿there was a combination of hernia sac and mesh. Scar tissue was incised off the mesh and all the adhesions to the anterior abdominal wall were then removed. There was a large defect in which the mesh (device #1) was quite superficial that could not be removed. A ventralex st mesh (device #2 & #3) was placed as it required two pieces because of the wound size.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of two ventrio st meshes (device #4 & #5). Per operative notes, ¿there was a large seroma between the areas of meshes (device #1, #2 & #3). There was an area in the right lower side where bowel was protruding through where the mesh had pulled out from the fascia. Another piece of ventrio st (device #4) was placed and then sutured mesh to mesh. An additional piece of seprafilm mesh (ventrio st ¿ device #5) was placed in similar fashion to the other one.¿ (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia with small bowel obstruction thereby underwent open repair with implant of ventrio st (device #6). Per operative notes, ¿multiple dense adhesions were noted in the abdominal cavity which were lysed. The bowel was densely adherent to the old mesh as well as abdominal wall. There was a smaller hernia defect noted to the left of the midline which was closed with sutures. A large ventrio st mesh (device #6) was placed intracorporeally and attached to the fascia laterally and medially with sutures.¿ (note: in implant sticker, it was mentioned that ventralight st mesh ¿in/out¿ but the mesh was not implanted during this repair) (B)(6) 2017 - patient was diagnosed with complex abdominal wall hernia with recent incarceration, chronic abdominal pain and bowel obstruction thereby underwent excision of prior hernia mesh and implant of xenmatrix (device #7). Per operative notes, ¿small bowel is densely adherent to multiple pieces of mesh intraperitoneal mesh were lysed. Multiple pieces of the mesh were excised. There were multiple large recurrent ventral defects in which a large recurrent ventral defect in the upper midline, in the left upper quadrant and in the lower midline abdomen. A piece of xenmatrix (device #7) was placed in an intraperitoneal underlay fashion. The midline mesh that was dysvascular was excised sharply which consisted of combination of scar tissue and old mesh from left & right hemi-abdomen.¿ (B)(6) 2017 - patient underwent an emergency surgery. (Note: no operative notes provided) attorney alleges that the patient had abscess, dense adhesions, bowel obstruction, bowel perforation, other organ perforation, bowel removal, infection, fistulae, mesh migration, mesh shrinkage, mesh removal, nerve damage, revision surgery, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #6). Additional emdrs were submitted to represent the two bard/davol ventralight st mesh (device #1 & device #2) and the three bard/davol ventrio st (device #3, device #4 & device #5). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh on (B)(6) 2010, bard/davol ventralight st (x2) on (B)(6) 2012, ventrio st (x2) on (B)(6) 2012, ventralight st and ventrio st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against all ventralight st and ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.